Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017; 29-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse called and reported that the patient's device is "making noises every four hours" and wanted to know if it was an emergency. The spouse was instructed on how to hook up the monitor and sent a remote transmission. The transmission indicated an alert for low pacing impedance readings on the right ventricular lead. The patient was encouraged to continue to try making contact with the patient's physician to discuss this. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.